Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) has experienced episodes of dizziness and near syncope starting in november of last year and high blood pressure. The patient also reported that this left aureola is extremely painful and swollen. The patient states this device has migrated. Boston scientific technical services (ts) was consulted and referred the patient to the following physician for further evaluation. No additional adverse patient effects were reported. At this time, this device remains in service.